Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the second stapling during a laparoscopic rectosigmoidectomy, the stapler was able to fire but the stapler locked. They changed the stapler to complete the case. There was no patient injury.